Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for a routine follow up experiencing fatigue. Upon interrogation of the pulse generator, it was found to be operating in backup mode. After a firmware download, the device resumed normal function.